Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual analysis of the returned cartridge revealed no defects or abnormalities. The returned cartridge assembly was then loaded into representative pmv devices, and an error was received. This observed condition is consistent with the occurrence of a one wire short in which the cartridge area of the loading unit is wetted with a conductive fluid, such as saline. In situations where one wire communication is disrupted by communication difficulties caused by any means, including a short the one wire data stored on the device can become corrupted. The loading unit and the gen ii handle used in the case were not returned; as a result the actual cause of the data corruption could not be reliably determined. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra- operatively in a laparoscopic sleeve, the device was unable to fire, press the green button and squeeze the handle. While in use the product has an error message when put into the loading unit. They put another reload into the loading unit to complete the case and resolved the issue. The patient was alive with no injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Correction: (product code). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.